Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a pump that was explanted due to multiple volume discrepancies. Additional information related to the volume discrepancies was not available. Representative reported: "doctor reported that on numerous occasions the pump had more medicine than should have been in pump at refill. Doctor stated this happened on numerous occasions and that the patient continued to complain of no pain relief, even when doctor would adjust dose. Catheter was reported as working normally with no issues during dye study. Doctor explanted the pump and stated that as [they] started to remove catheter from pump, a portion of the pump cath connector just broke apart."

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump found the metal tip was removed from the silicone cannula. The entire cannula was replaced with a known good cannula that was fully intact. The cannula was tested for leaking. No leaking was observed. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).